Manufacturer narrative:
Follow up MDR for correction, b tab, date of event 07/04/2024.

Event description:
No additional information.

Event description:
No additional information.

Manufacturer narrative:
Photos received by our quality team for investigation. Through visual inspection, 10 ml syringe covered in brown foreign matter is observed, therefore the incident is confirmed. Physical sample is required to identify the foreign matter. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause for damaged plunger can be a result of a hit during manufacturing process. Areas where pieces are transported in manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
It was reported that the bd syringe plastipak 10ml s/su had foreign matter. The following information was provided by the initial reporter translated from portuguese to english: syringe is filled with dirt. Additional information received quantity of product involved in this event? -the customer reported only 1 unit. Is the sample related to this incident available for analysis? -a sample is available. Could you report any other batches involved in this event? -only lot: 4108926 was notified for sample collection and replacement, please inform - information shared by the customer and added in attachments has anvisa been notified? If so, what was the notification number? -anvisa has not been notified.

Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.